Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device failed pre-operational test failure of the crossover circuit test/check valve out of position which may occlude gas pathway. No patient involvement reported.

Manufacturer narrative:
The customer biomed reported the check valve torn in two pieces. The customer biomed replaced the check valve to resolve this issue.